Manufacturer narrative:
(B)(4). Misassembled hoop spring. The analysis results found that the device was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembly, the hoop spring was found to be misassembled and loses inside the device thus, jamming the firing mechanism. However, it could not be determined what may have caused the found condition of the hoop spring. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a liver procedure, the clips would not advance. After using correctly a few clips, the others would not advance. Another device was used to complete the case. There were no adverse consequences to the patient.